Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported aneurysm sac growth due to a lack of comparative imaging. The reported type ii endoleak from the internal mesenteric artery (ima) and the type iiib endoleak of the distal bifurcated device are confirmed by medical records only. The type ii endoleak is most likely anatomy-related. The type iiib endoleak is most likely device-related due to the use of strata material. Procedure-related harms for this event could not be determined. The final patient status was reported to be discharged post-operative day one following a successful endovascular procedure (reline with ovation). The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, a possible type iiib endoleak with aneurysm enlargement and a type ii endoleak (non-device failure) from the inferior mesenteric artery (ima) were detected by computed tomography (CT) scan during a routine follow-up. The physician elected to resolve this event by relining with the ovation ix sealing system (one (1) main body and two (2) iliac limbs) on (B)(6) 2019. The re-intervention was successful and the patient was discharged one day postoperative.